Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in poor condition with crack enclosure. Device was powered on and the device h-31b air detector speaker was distorted, and burning smell was noted to be coming from heater 1 and heater 2, confirming the reported customer complaint. The problem source was determined to be unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma started to alarm. This was followed by the speaker not working. The unit also gave off a burning smell. The product problem was observed during preventative maintenance. There was no patient involvement.